Event description:
It was reported that the device was explanted and replaced due to infection. On (B)(6) 2017, the patient underwent a battery change out and following this procedure, the patient developed an infection. The whole system was explanted. Patient is currently stable and doing well. Patient is set up with an external pacemaker at this time until new system is to be implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.